Event description:
Pt states that he inserted the freestyle libre 14 day sensor into his left arm to calibrate for a glucose reading. He states that the sensor instructed him to wait 60 minutes, to which he did and stated the sensor did not read. Pt reports that the sensor then stated to wait another 10 minutes and after waiting 10 minutes, the sensor states that it did not read and to discard the sensor for a new one. Pt states that he removed the sensor from his arm and placed a new sensor in the same place on his left arm. Pt reports that the second sensor functioned normally. Pt states that this is the 3rd incidence that has happened with these sensors. At present pt states concern with reimbursement for the money wasted on non-functioning sensors.